Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire breakage occurred. The calcified lesion was located in the right circumflex (cx). An emergency angiogram was performed and it was determined that the pt exhibited acute coronary syndrome with left heart insufficiency and multiple vessel disease. An occlusion was noted in the cx directly after the ramus atrioventricularis sinister. This procedure was initiated in order to treat the cx occlusion. The physician engaged another manufacturer's guide catheter in the left coronary ostium, and attempted to cross the lesion with 3 different guide wires, without success. Subsequently, the pt2 guide wire was advanced through the guide catheter to the lesion successfully. Several attempts were made to "remove the occlusion" by rotating the guide wire back and forth and pushing forward; however, they were unsuccessful. The guide wire became stuck in the vessel wall, and some difficulty was encountered attempting to withdraw the device. As a result, a 15mm portion of the guide wire separated and remained inside the pt. In order to ensure that the separated portion would not embolize, a 2.5x12mm taxus drug-eluting stent was placed. The pt was not adversely impacted by this event. The procedure was aborted to the unlikelihood of a successful outcome. No further pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.